Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 14sep2018 to assess the testing instrument in question. The fse subsequently determined that the reagent probe and also the sample probe number 3 needed to be replaced. The fse subsequently replaced the reagent probe and also the sample probe number 3. The fse also adjusted the washer residual volume from 0.32g to 0.41g. Following the two probe replacements and the washer adjustment, the fse determined that the instrument was operating as expected. (B)(4).

Event description:
On 13sep2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.